Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update (B)(6) 2021 - event related to head disassociation as per reports received.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, wear and disassociation involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event of wear and disassociation was confirmed based on medical record. Method & results:  -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2018 "surgical pathology report diagnosis (a) left hip synovial biopsy consistent with metallosis "(b)orthopedic hardware" (B)(6) 2018 surgical pathology report "(B)(6) left hip suggestive of metallosis " undated 1 page history and physical: male patient, dob (B)(6) 53 ap pelvis catastrophic failure of the trunnion of the head neck junction 10 years status post left total hip arthroplasty " (B)(6)18 operative report "revision left total hip arthroplasty gen. Anesthesia/ post-lat approach ... Abundant black fluid broken stem removed biomet arcos modular revision stem with 36/-3 ceramic head and stryker x3 polyethylene uncomplicated surgery" (B)(6) 2018 radiology report "fracture/ disassociation of the femoral neck left hip " 10/5/09 implant sheet stryker components: 58 hemispherical shell, 40/0 poly, accolade hip stem, 40 mm femoral head ." No clinical or pmh, no patient demographics, no imaging studies, no lab reports of serum ion levels, no examination of explanted components. Based upon the information available for review, insufficient data is presented to confirm the entire event description or prepare a medical report for this case.   -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of wear and disassociation was confirmed based on medical record. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.